Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that the customer experienced a low blood glucose level. The customer¿s blood glucose (bg) level that was displayed as "low", although specific value was not provided. Customer addressed low bg by consuming carbohydrates. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.